Manufacturer narrative:
(B)(4). The customer reported that the battery intermittently loses connection. There was no report of pt involvement. A new battery was ordered for this customer. We will consider this a failure of the battery and that replacing the battery resolved the failure. As of (B)(6) 2012, there have been no further reports from this customer site regarding this failure.

Event description:
The customer reported that the battery intermittently loses connection. There was no report of pt involvement.